Event description:
The customer observed falsely elevated architect intact pth results on multiple samples when compared to another method. 27 samples out of (B)(4) generated a result greater than 65 pg/ml. The samples were sent to a reference laboratory for processing on a centaur, which generate lower results. The following example data was provided (unit of measure = pg/ml, the customer¿s normal range is 10 to 65 pg/ml): sid (B)(6), initial result = 81.8, centaur result = 49. Sid (B)(6), initial result = 82.4, centaur result = 34. Sid (B)(6), initial result = 90, centaur result = 61. Sid (B)(6), initial result = 132, centaur result = 64. Sid (B)(6), initial result = 152, centaur result = 103. Sid (B)(6), initial result = 189, cen centaur result = 128. The customer previously had a centaur instrument on site and recently switched to the architect. Their previous patient population mean on the centaur was 53.7 pg/ml and is now 87.3 pg/ml with the architect. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect intact pth results included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records and historical performance of reagent lot 02121d000. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review was performed on lot 02121d000, which did not show any potential non-conformances, deviations, or non-conformances. Labeling was reviewed and found to adequately address the issue under review. The historical performance of reagent lot 02121d000 was evaluated using worldwide data for the routine assay. Patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 02121d000 is within the established control limits. Based on the investigation no systemic issue or deficiency of the alinity I intact pth reagent lot 02121d000 was identified.

Manufacturer narrative:
Patient identifier: sids (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 8k25-28 has a similar product distributed in the us, list number 8k25-27/-29.

Event description:
The customer observed falsely elevated architect intact pth results on multiple samples when compared to another method. 27 samples out of 64 generated a result greater than 65 pg/ml. The samples were sent to a reference laboratory for processing on a centaur, which generate lower results. The following example data was provided (unit of measure = pg/ml, the customer¿s normal range is 10 to 65 pg/ml): sid (B)(6) initial result = 81.8, centaur result = 49. Sid (B)(6) initial result = 82.4, centaur result = 34. Sid (B)(6) initial result = 90, centaur result = 61. Sid (B)(6) initial result = 132, centaur result = 64. Sid (B)(6) initial result = 152, centaur result = 103. Sid (B)(6) initial result = 189, cen centaur result = 128. The customer previously had a centaur instrument on site and recently switched to the architect. Their previous patient population mean on the centaur was 53.7 pg/ml and is now 87.3 pg/ml with the architect. No impact to patient management was reported.